Event description:
It was reported that a pump was alarming for a downstream occlusion. There was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The reported symptom downstream occlusion was confirmed and reproduced. It was caused by a failed downstream sensor. As a result, the downstream sensor was replaced.